Event description:
On (B)(6) 2011, the reporter claimed that the patient had two episodes of hypoglycemia while on insulin pump therapy. In addition, the reporter claimed the animas pump has an issue with the dispensing of un-programmed bolus insulin. The first episode occurred one to two weeks ago when the patient's blood glucose was 33 mg/dl. The patient's mom treated the patient with glucagon. When the emt arrived, the paramedic provided glucose gel treatment. The patient's blood glucose was resolved and the patient was not taken to the hospital. On (B)(6) 2011, the patient had a blood glucose reading of 45 that required assistance from his mom with food. The pump history shows that on (B)(6) 2011 at 9:15 am, 9:31 am, and 11:10 am, the animas insulin pump dispensed bolus insulin of 6.25 units, 4.9 units, and 3.55 units respectively. According to the reporter, only the 9:15 am bolus of 6.25 units was accounted for. The other bolus that morning was never given. After the 11:10 am bolus of 3.55 units, the patient allegedly went hypoglycemic. This complaint is being reported due to the alleged un-programmed bolus insulin issue and because the patient allegedly had hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 12/06/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The keypad buttons were tested and found to be responding appropriately when pressed with no hypersensitivity. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no unprogrammed boluses occurred during testing. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be dim. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.